Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for cerebral palsy. It was reported that the patient catheter had leaked. It was reported that the hcp was performing an unrelated procedure onthe patient on (B)(6) 2017 and had inadvertently cut the catheter during the procedure. A revision kit was provided and it was used to reconnect the catheter. The hcp reported that they had no concerns with the connection on (B)(6) 2017. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.